Event description:
The customer noticed a leak under the beckman coulter lh500 hematology instrument. The initial complaint was filed on (B)(6) under (B)(4) and was thought to be resolved. Customer technical support (cts) called the customer to confirm the resolution and was told that the leak was still present. The field service engineer (fse) was dispatched. The fse observed that the drail line to the vent waste chamber (vc3) was crimped and prevented the chamber from draining. The fse repositioned the drain tubing for vc3. The fse also replaced the actuator at pressure valve (pv21) and check valve (cv)31 in the vc3 drain line. The repairs were verified as per established procedures. The root cause for the leaks was the actuator at pv21 which was sticking not allowing for the proper raining aof the needle bellows. No death, serious injury to patient or operator was caused by this event. Upon a recur, the operator may be exposed to biohazardous materials.

Manufacturer narrative:
(B)(4).